Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's unrelated lead replacement on (B)(6) 2024 (manufacturer report number: 1627487-2024-09010), the physician was unable to remove the patient's l4 lead due to scar tissue. As a result, the lead was cut and left in place, and a new l4 lead was implanted. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.